Event description:
It was reported that during the use of the device for a non-clinical activity, an "e0e" error occurred. Audible and visual alarms were present on the temperature display. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) operated both channels and no errors were noted. The fsr tested both mix valves and channel b mix valve was stuck. The fsr replaced channel b mix valve and the unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.